Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this swan ganz catheter central temperature probe provided incorrect pulmonary artery temperature (between 35.6 -38.1) compared to the oral temperature (between 36.3-36.8) which remained stable during the different measurements. As per customer opinion, this carries implications on whether a patient is considered febrile. There was no allegation of patient injury.

Manufacturer narrative:
Updated sections d9, h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of incorrect temperature was not able to be confirmed. No visible damage or abnormality was observed from thermistor connector, catheter body, balloon and returned syringe. No error message was observed on hemosphere monitor. The thermistor was submerged in a 37.0 c water bath and read 37.0 c on hemosphere monitor. Thermistor circuit was continuous and there were no open or intermittent conditions. Thermistor connector was opened and found to be no visible abnormalities. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for more than 5 min. Without leakage. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. There are manufacturing controls to avoid potential causes related to the reported malfunction.